Manufacturer narrative:
Concomitants: (B)(6), 300-01-10 - equinoxe humeral stem primary press fit 10mm. (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6), 320-15-01 - eq rev glenoid plate. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. The revision reported was likely due to reported dislocation, prosthesis wear, and unintended articulation between metal components resulting in metal debris. The sequence of event regarding the dislocation and component wear cannot be determined. It is possible that the shoulder dislocated, leading to abnormal contact between the components resulting in wear of the humeral liner and tray. Alternatively, there may have been high uneven loading of the glenosphere on the humeral liner which led to wear of the humeral liner and eventual dislocation and humeral tray wear. However, this cannot be confirmed based on the provided information. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported, the patient had an initial right tsa. The patient's shoulder was dislocating on and off; no fall or any trauma was done to the shoulder. The patient was revised. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.